Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 it was reported that the patient experienced an issue with one infusion set, specifically that the cannula was bent. The patient noticed symptoms three or more hours after insertion. The infusion set had been in use for one day and was inserted in the abdomen. The patient regularly rotates site locations, and the site area was not impacted. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient's blood glucose at the time the issue was noticed was 218mg/dl. The patient resolved the issue by replacing the infusion set and successfully resumed insulin deliveries. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.